Event description:
A report was received that stated a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to place patient under general anesthesia during the procedure. No adverse effects to patient reported.

Manufacturer narrative:
The supplier of the anaesthesia medication preformed a complete review of their manufacturing records on product lots relevant to the report. The supplier concluded that the product met specifications at final testing. Retained samples from the reported lot were tested by the supplier for potency. All testing found the product to meet specifications with no degradation or loss of efficacy.

Manufacturer narrative:
MFR. Completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.